Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: d10. Concomitant med products and therapy dates: robotic assisted satellite station device (B)(6) 2025) h4: the expiration date and device manufacture date is currently unavailable. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that during a total knee arthroplasty (tka) surgical procedure, it was observed that the robotic assisted satellite station cable was difficult to insert and remove. It was reported that two robotic assisted array clamp devices popped loose during the procedure. It was noted that the cable was too difficult to use. Tension was off, mating clamps were little weak. It was reported that the procedure was completed manually. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the actual device was returned for evaluation. During repair, an evaluation was performed and the reported condition that two array clamps popped loose during case was not confirmed. An assessment was performed and revealed the wedge component of the array clamp bone assembly was able to be fully tightened and assemble into the wedge wingnut without difficulty. The wing knob component that tightens onto the pins was able to be fully tightened both with and without pins inserted, as well as to retain the pins as intended. Furthermore, the assembly button was fully functional in securing, retaining, and releasing the velys array. The overall complaint was not confirmed as the observed condition of the velys array clamp would have not contributed to the complained device issue.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. H11 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.